Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model 5076-52, implantable pacing lead implanted 2013-(B)(6), model d314drg, implantable cardioverter defibrillator implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular lead dislodged which resulted in no capture. The lead was repositioned and remains in use. No further patient complications were reported as a result of this event.